Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you clarify how the "device did not work at all"? The device never worked. Did the device deliver any staples? No. Did the device cut? No. The following information was requested, but unavailable: the analysis found that one pce45a device was returned with the firing mechanism damaged and without a cartridge reload present. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. This corrosion can be caused by ingress of fluid during procedure (such as saline), or hospital specific device decontamination practices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, the device did not work at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient.